Event description:
The customer reported approximately two (2) milliliters of fluid leaked internally at the bottom of the air mix and temperature chamber (amtc) down to the drip tray involving unicel dxh 800 coulter cellular analysis system. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat during the incident. Patient results were not generated. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) discovered debris in the nucleated red blood cell (nrbc) chamber blocking the drain pathway. The fse replaced the nrbc chamber and resolved the issue. The unit conformed to the manufacturer's published performance specifications. Beckman coulter, inc. (Bec) internal identifier for this report is (B)(4).